Manufacturer narrative:
(B)(4). The initial reporter declined to provide additional information. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. On the day of onset, the patient visited the emergency room, but it was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified treatment(s) (route, medication, dosage, frequency, and duration not reported) at home for the peritonitis event. Physioneal therapy was ongoing. The peritoneal effluent was becoming clear, but the patient was not recovered from the peritonitis event. No additional information is available.